Manufacturer narrative:
H3 - device evaluation: lens was returned in a case/vial, dry. Visual inspection found no visible damage to the lens and fibers on the lens. Dimensional and functional inspection found the lens to be within specifications. Corrected data: h6 - device code: 2682 should have been included. Claim#: (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -17.5 diopter, into the patient's right eye (od) on (B)(6) 2019. Reportedly, the lens was exchanged on (B)(6) 2019 with a same size, different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as a patient-related factor.